Event description:
Caller reported patient was admitted to the hospital for dka. Caller stated patient experienced elevated blood glucose levels in the 300's mg/dl at dinner the night before, took 7 units of insulin, waited 30 minutes, and then retested with a reading of hi. Caller stated patient then changed the infusion site and took 8 units of insulin as bolus. Caller stated patient waited 30 minutes and his blood glucose level was hi so he changed the infusion site again and bolused another 8 units. Caller stated by 6 am the patient's blood glucose level was 568 mg/dl and he took 3 more units of insulin. Later that morning patient tested with a reading of 548 mg/dl and began vomiting so his wife took him to the hospital where he was treated with an IV and insulin drip. Caller reported the patient was disconnected from the pump and while the pump was in his wife's purse, the luer connection was leaking; was discarded. Caller reported the infusion set cannula was also bent. No product return was requested.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. Device was discarded.